Event description:
It was reported that the patient presented in hospital for syncope, unrelated to cardiac monitor. Upon interrogation, the device was detecting false pause episodes due to undersensing; no related symptoms. Programming changes were performed resolving the undersensing.